Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2024, it was reported by a distributor via (B)(4) that an ar-1588rt-2j tightrope® ii rt broke upon final tensioning. The graft was taken out and redone with gracilis. There was no additional information was provided, and additional information has been requested.

Event description:
On 10/29/2024 additional information was received from a distributor via email who stated that the event took place on 10/22/2024. The procedure performed was an acl hamstring. The tightrope appeared to rip at button interface upon final tensioning and tibial side. No pictures were taken. An arthrex rep was present at the time. Tried to salvage semi-t graft with 2x btbs, graft was too compromised to hold btb on tibial side, gracilis was harvested, and 2 new tr rt iis were opened to remake graft. A flipcutter 3 used to drill sockets on both sides was used to prepare the bone socket for insertion. All fragments were removed from the patient. New tr rt iis, and gracillis with remanent semi-t graft to augment gracillis was used to complete the procedure. Procedure was delayed by an hour but it was not known if additional anesthesia was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.